Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
The tip of the inserter connector fractured off into the screw head during a procedure. No pieces fell into that patient and there was no reported patient injury.